Event description:
A user facility returned the olympus, model ch-s400-xz-ea, 4k autoclavable camera head to olympus for repair due to a report that the camera would not connect to the video processor. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device it was found that no image was present due to a cable failure. This report is submitted due to the finding of no image present, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a cable failure. In addition, the evaluation noted that the rear cover label was faded. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the image did not display because the video function was not working properly due to a faulty cable. However, the specific root cause of the faulty cable could not be determined at this time.olympus will continue to monitor field performance for this device.